Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for deformed stopper with the incident lot was observed. Evaluation/testing of the customer samples was performed and deformed stopper was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes the stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: before use, hcp found the stopper was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes the stopper was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, hcp found the stopper was deformed.